Event description:
It was reported that pairing failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 9:30 am, the patient was brought to the hospital by her husband due to an inability to connect the dexcom device. The sensor was unable to pair with the mobile application, resulting in the absence of cgm readings and the inability to transmit glucose data to the insulin pump. The patient reported experiencing nausea and developed diabetic ketoacidosis (dka). Upon hospital evaluation, a blood glucose meter reading of approximately 600 mg/dl was recorded. The patient was admitted to the intensive care unit (ICU) and treated with intravenous (IV) insulin, potassium, magnesium, and vitamin k. At the time of the report, the patient had been hospitalized for more than 24 hours and remained in recovery. The patient¿s condition had improved but she had not yet fully recovered. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.